Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also experienced high blood glucose value and they declined to troubleshooting, the customer¿s blood glucose level was 354 mg/dl at the time of the incident and the current blood glucose level was 371 mg/dl. The customer reported that the insulin squirted out during the prime process. The customer also stated that the drive support cap was sticking out. Customer stated that insulin pump was not dropped nor bumped prior to the alarm occurring. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised forced sensor system alarm.